Event description:
Per the clinic, the patient was explanted (B)(6) 2014 due to an infection at the implant site. The patient was reimplanted with a new device (B)(6) 2014. The device has not been made available for analysis as of the date of this report.

Manufacturer narrative:
(B)(4). The device is currently unavailable.